Event description:
Boston scientific received information that a pacing impedance measurement had been detected on this right ventricular (rv) lead. No adverse patient effects were reported. The rv lead remained implanted and in service. Over two years later, additional information was received that this rv lead had presented with noise that was leading to oversensing and the delivery of inappropriate anti-tachycardia pacing (atp) and shocks. In addition, the pacing impedance measurements were variable between 400 and below 200 ohms. A lead revision was performed and due to the patient's anatomy, a new rv lead could not be implanted. As a result, the is-1 portion of this lead was capped and a new pace/sense lead was successfully implanted. This rv lead remains in service for defibrillation purposes only. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.